Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to the presence of solidified blood which was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath, positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated 8mm proximal to the proximal edge of the distal markerband. A visual examination of the tip, balloon and markerbands identified no issues which could have potentially contributed to this complaint. Microscopic and visual analysis showed that the blades were intact and fully bonded to the balloon surface. Multiple kinks were observed along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, when dilatation of the lesion was performed, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, when dilatation of the lesion was performed, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported.